Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Additional findings of distal conductor blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay breached cut, blood in/on helix mechanism (sleeve head) and blood in/on helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the lead's helix was initially deployed but the lead required repositioning. It was further reported that after retraction, the lead's helix would not extend. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant attempt, the lead's helix was initially deployed but the lead required repositioning due to low r-waves. It was further reported that after retraction, the lead's helix would not extend. The lead was removed and replaced. No patient complications were reported as a result of this event.